Event description:
Caller indicated an assure pro meter was reading high. Do not know which meter was used. Controls were checking out ok. The assure pro meter read at 220 and the emt's rechecked when they got to the facility 5-10 minutes in between readings as the resident was unresponsive and the blood sugar was 22; after an IV was started and the resident was at the hospital, the blood sugar was 38.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification.